Manufacturer narrative:
(B)(4). Alleged failure: cracked insulation. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be normal wear, sterilization methods, and/or rough handling by user. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.